Event description:
It was reported that the insulin pump gave a motor error alarm during a bolus delivery. The insulin pump was not exposed to high magnetic fields. It was also stated that the drive support cap was flush, not indented as it's supposed to be. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor homes switch. Drive support disk was inspected and no anomaly was noted.